Event description:
Boston scientific received information that this right ventricular (rv) lead and non-bsc device system detected shorted lead condition. The patient implanted with this rv lead was brought into the operating room (or) for a lead integrity test. It was reported that the lead had endured unspecified electrical problems in the past. A ventricular arrhythmia was induced, however, the non-bsc device and this lead failed to convert the arrhythmia. The device attempted to recharge, however, the patient was ultimately externally cardioverted. A message that a possible high voltage issue appeared. Upon electrogram (egm) review, the non-bsc sales representative noted that the device attempted to deliver a high voltage shock multiple times, with very short charge times. Non-bsc technical services was consulted and recommended lead replacement, due to a possible insulation breach. It was noted that the device and lead would be scheduled for replacement the following week. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The rv lead and non-bsc device were explanted and replaced without complication. No adverse patient effects were reporte during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.